Event description:
I had treatment done for hair removal on my face at the (B)(6) location in 2021. After treatment was over I noticed redness and scarring on my face that has not gone away for 3 months now. During consultation there was no mention of possible scarring only that not all the hairs will be gone. Before and after each treatment I rigorously followed the instructions of no sun exposure without sunscreen. As a matter of fact, I always ensured I was not exposed to any sun before or after my treatment, for a few days. This complaint is related to the fact that nobody mentioned possible scarring. I would never have had this treatment if I knew this might happen. Now I have scarring on my face permanently. There needs to be a warning and part of consultation about this.